Event description:
The complainant alleged that during intial inspection of the defibrillator, the pacer output knob was found to be non-functional, not allowing the output current to be set. The complainant indicated there was no pt involvement in the reported event.